Event description:
It was reported that during a low anterior resection procedure, while dialing the first device into the green, the device lost tension. The surgeon fired the device, however, did not hear a crunch; the device cut and the staples did not form. The second device was dialed into the green and tension was lost. The surgeon fired the device; there was no crunch, and the device cut, however, staples did not form. The proximal donut was not complete after both devices were fired. Another hospital had to be called for another device to complete the procedure since the account did not have any more devices in supply. The procedure was prolonged by 45 minutes. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). (Device b): (washer uncut); device a arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted during the functional test. Device b arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face. Therefore, the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device opened and closed without difficulties noted. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the patient received two shocks while swimming. The pacing impedance was >3000 ohms and there was no capture. It was further reported there was oversensing due to noise and lead fracture distal of the suture sleeve. The lead was removed and replaced. No further patient complications were reported as a result of this event.